Manufacturer narrative:
Investigation results: device history record (DHR) review: a review of the device history record (DHR) could not be performed since the ship history review was unable to be completed. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that catheter stuck on guidewire occurred. A peripheral ivus catheter and .035 amplatz guidewire were used for ultrasound examination for the 65% stenosed, non-tortuous, and non-calcified target lesion. However, during the procedure, the catheter became stuck on the wire on the first run. The catheter was unable to be removed on its own, so the catheter and wire were removed as a unit. Once removed, damage to the catheter was noted. The procedure was completed as intended without replacing the device. There were no patient complications as a result of this event. It was further reported that the anatomical location of the procedure was located in the non-tortuous right iliac vein. The catheter was shown to be damaged. The procedure was completed using a new wire and opticross. Additionally, the guidewire returned was a non-bsc device that is similar with the amplatz wire.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith effort attempts were made to try and retrieve the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that catheter stuck on guidewire occurred. A peripheral ivus catheter and .035 amplatz guidewire were used for ultrasound examination for the 65% stenosed, non-tortuous, and non-calcified target lesion. However, during the procedure, the catheter became stuck on the wire on the first run. The catheter was unable to be removed on its own, so the catheter and wire were removed as a unit. Once removed, damage to the catheter was noted. The procedure was completed as intended without replacing the device. There were no patient complications as a result of this event.